Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed. The device was tested and inspected with olympus test-scopes and video processor, and the customer's unit functioned properly and did not present a b30 error message. While continuing the evaluation, olympus did note the lamp life meter was reading 480 hrs and 47 minutes. The light intensity input measured within range. The scope socket condition was acceptable. The main power switch was up to date, and the air pressure as well as the fan were as they should be. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii xenon light source was presenting a b30 scope communication error code during a procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿never apply excessive force to connectors. This could damage the connectors.¿ b30 occurs when communication between the scope and cv at the time of scope connection is obstructed for some reason and normal communication cannot be performed. It is highly possible that a large load outside the normal operating conditions was applied to the socket (for example, inserting or removing a rough scope), causing damage to the socket, causing poor terminal contact / communication failure, and causing a b30 error. Olympus will continue to monitor the field performance of this device.